Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2015 with pneumonia. The customer stated the pneumonia and their diabetes caused severe dehydration, leading to diabetic ketoacidosis. Customer was treated with an insulin drip. The customer also reported a watch dog time out error alarm. The customer stated the alarm occurred after the insulin pump fell. Customer's blood glucose was 571 mg/dl at the time of incident. The customer also reported the insulin pump's screen was blank when the battery was removed. It was also found the watch dog time out alarm was recurring. The customer stated the alarm did not clear with the escape/act button. The customer stated they would call back to troubleshoot. The insulin pump will not be returned for analysis.